Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when tpn was infusing, a pump alarmed and a bulge was found in the pumping segment between the upper fitment and the lower clamping fitment. There is no report of patient harm.

Manufacturer narrative:
Initial report: (B)(4). The customer¿s report of bulging of the silicone pump segment was confirmed. Visual examination revealed that a small bulge was still present near the top of the pump segment. There were no other anomalies observed. Functional testing was able to replicate bulging. The cause was determined to be an excess of fluid pressure quickly building up in the pump segment when an IV push is introduced without first occluding the tubing above the push site, which can result in a bulging/ballooning of the silicone.